Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline comm fault alarm on the controller¿s screen was not able to be reproduced; however, the evaluation of the returned system controller serial number (B)(6) revealed a compromised printed circuit board (pcb) component. As a result, the system controller was not able to communicate with the test system monitor during analysis and there was a controller fault alarm. The compromised component was replaced and a proper communication with the test system monitor was established. The event and periodic log files were retrieved and the recorded data did not add new information regrading the reported event. After the pcb component was replaced, the system controller was functionally tested and was found to function as intended. The investigation was unable to conclusively determine a specific root cause for the compromised pcb component which resulted in the communication issue. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook document under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A driveline communication fault appeared on the patient's system controller on the first post-operative day of intensive care unit. The controller was exchanged and no further alarms appeared.